Event description:
It was reported that the patient expired at home. Upon interrogation of the device, episodes of nonsustained vt showing undersensing of vf was noted. The undersensing was found to be due to a combination of fine vf that fell below the device programmed settings. The device performed as programmed. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.